Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had to have a second meeting with their healthcare professional (hcp) to decide on a date to remove the stimulator and leads. The patient turned off their device to see what would happen and found out the leads were disconnected after their fall and that's when they had the x-rays. They went to their urologist to request to remove it. They were not sure how long the device was connected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had not used their ins for 2 years, but it was still in their body. They had to turn off the device after a heart attack in 2015, ¿before anything else could happen.¿ it was also reported that the patient fell a few months ago, and they x-rayed their whole body at the ER, and stated that the patient was fine, but their leads were off the stimulator. The patient stated, both that they thought they pulled the lead out when they fell, and also that they didn¿t know if the fall was the reason for the lead coming out; this was conflicting information. It was noted that the patient may be considering removing the device so they could have an MRI for an unrelated issue. There were no patient complications reported as a result of this event.